Manufacturer narrative:
Block h6: device code a0413 captures the reportable event of sheath break at distal end.

Event description:
It was reported that a zero tip basket device was used during a procedure. Reportedly, the outer sheath from the basket during the case and was retrieved. The procedure was completed with another of the same device with no patient complications.